Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to production fault.most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >=16.

Event description:
The customer reported bellavista1000 us having issue with alarms. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.